Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), autoimmune disorder (seriousness criterion medically significant), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), tooth disorder ("dental problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, allergy to metals, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, tooth disorder, fatigue, gastrointestinal disorder, alopecia, visual impairment, weight increased and hormone level abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia and migration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received - previously reported event "injury to herself" updated to "pelvic pain", events " dyspareunia(painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia(heavy menstrual bleeding), hypersensitivity, nickel allergy, autoimmune disorder, psychological injuries, migration, bladder problems, urinary problem, vaginal discharge, bladder infection, vaginal infection, dental problem, fatigue, gi conditions, hair loss, vision problems, weight gain, hormonal changes and she did not undergo essure confirmation test", added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.